Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: , UDI#:. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump system for intractable spasticity. The pump was used to deliver the pump was previously used to deliver unknown baclofen 2000mcg/ml at 549.6mcg/day and currently used to deliver unknown baclofen 1000mcg/ml at 549.6mcg/day. It was reported that, on (B)(6) 2023, a refill was performed in the clinic. The clinic nurse refilled the pump with a new concentration and did not program a bridge bolus, but updated the reservoir volume. The concentration was changed from 1000mcg/ml to 2000mcg/ml. At the time of this report, the pentec nurse was going to the nursing home to reprogram the pump and do a bridge bolus. The total tube volume was 0.482ml. The present flow rate was 0.5496ml/day or 0.0229ml/hour. The hcp called technical services back to program a bridge bolus after 8.5 hours passed. It was noted that the total catheter volume was 0.283ml and 0.1945ml had infused in 8.5 hours. Technical services reviewed that the new bolus volume would be 0.287ml. Technical services assisted the hcp with advanced mode programming of the bridge bolus. No patient symptoms or complications were reported.